Manufacturer narrative:
The main component of the system and other applicable components included: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving unknown medication at unknown concentration and dosage via an implantable infusion pump. The patient's medical history was noted as cerebral palsy and restrictive lung disease. It was reported that the patient's pump was explanted due to infection on (B)(6) 2017. The catheter was also explanted. It was unknown if any environmental/external/patient factors had contributed to the issue. The issue was resolved and patient status was alive with no injury at the time of the report. No further complication was reported.